Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.0875 inches. Confirmed 16.3 units of normal bolus was delivered on 06/13/2025 between 06:13:53.000 and 20:22:38.000. Confirmed 14.275 units of normal basal was delivered on 06/13/2025 between 06:13:37.000 and 21:00:00.000. The pump was cut open to perform visual inspection and no anomalies noted to electronic assemblies. The following were noted during visual inspection: corroded battery tube, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and label damage (stained). The p-cap/reservoir does lock properly. Pump passed required testing. No under delivery anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Blood glucose value at the time of event was 500 mg/dl. It was unknown how the customer was treated. Customer also reported lost confidence on the current pump and asking for the replacement. The event involved product(s) mmt-1880, mmt-332a, mmt-242a. Troubleshooting was not performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.